Manufacturer narrative:
A gold-tite® square uniscrew (unisg) were returned for investigation. Visual inspection of the as returned products identified fractured necks on both screws, as well as other signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported devices were located on tooth # 31 and was used for approximately 6 years. The customer did not provide pictures or x-ray images. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (unisg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (unisg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for both devices. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a fractured screw (unisg). All fractured pieces were removed from the implant. Implant remains implanted. Tooth location 31.